Event description:
I had breast implant with allergan biocell silicone filled textured in (B)(6) 2016. Soon after I started developing lots of symptoms, like: feeling tired, depressed, having night sweats, loss of appetite, fogginess and I developed a swollen lymph node under my right armpit. I also have pain in my breasts, mostly in the right tone. My life hasn't been the same since the I had surgery and it's just getting worse. FDA safety report ID # (B)(4).